Manufacturer narrative:
Due to character limit, e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra aortic balloon pump (iabp) had iabp may required maintenance message fault 63. No patient was involved.